Event description:
The consumer reported that the patient experienced a loss or change of therapy. Therapy stopped working in 2015 toward the end of the year. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The patient was already working with their health care provider (hcp) for removal. The hcp was trying to get in touch with a manufacturer representative with no response. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.